Event description:
Rec'd report of inability to inject through lav ports during emergency induction for cesarian section. A mother was in labor when fetal distress (no heartbeat) was noted. The anesthesiologist attempted to give succinlycholine through the lower lav port and was unable to inject drug through the port. The same problem occurred when use of the upper lav port was attempted. The practitioner then attempted to use a needle through the port with resulting spray of medication without administration to the pt. The pt was given has anesthesia to deliver the baby, tubing was changed, and the pt was given meds IV to intubate and finish the rest of surgery. Pt and baby both doing well.